Event description:
It was reported by the rep that the device was fired with minimal leakage. They reloaded it and had trouble firing it and removed it from the tissue. The scrub opened another stapler. There was no consequence the pt.